Event description:
A customer contacted beckman coulter inc., (bec) and reported that unicel dxh 800 coulter cellular analysis system generated erroneous high neutrophil % (ne%) and eosinophil % (eo%) results, and low monocyte % (mo%) differential results without any instrument generated flag when compared to a manual differential. The erroneous differential results were not reported out of the laboratory. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
Qc was performed before and after the event with no problem noted. Instrument is currently performing within qc specifications with respect to controls and reproducibility. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Service was not dispatched for this event. An analysis of the raw data reveals a failure of the algorithm to correctly segment the monocyte, neutrophil and eosinophil populations. The incorrect segmentation is caused by the combination of the following issues: a) monocytes and lymphocytes account for approximately 90% of white cells. B) heavy overlap of monocytes, neutrophils and eosinophils in opacity (op). C) a shift of the monocytes in rotated median angle light scatter (rmals) with respect to lymphocytes. Issues (a) and (b) interfered with the ability to detect strong clusters for neutrophils and eosinophils. In the absence of strong clusters, issue (c) was identified as a strong indication that the population to the right of lymphocytes in rmals was likely to be neutrophils. Having incorrectly identified the monocytes as neutrophils, the algorithm determined (incorrectly) that the population to the right was eosinophils. No review or suspect messages were triggered. Per labeling: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. The root cause is the algorithm failed to correctly identify the monocyte, neutrophil, and eosinophil populations.